Event description:
A reporter called to report, his adverse events and device issues he experienced. He stated, after he had his stimulator implanted in 2019, the device with put in the MRI mode to have an MRI performed. After the MRI was completed, the device would not go back to the normal mode. He said these kind of problems happened twice so far. He also said, the stimulator radiates to his leg and makes his legs sleep. He said the pain relief is getting from the stimulator is not sufficient sometimes. "Model numbers: 3228 and 3660".